Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device triggered the elective replacement indicator more quickly than expected. The device remains in service. No patient complications were reported as a result of this event.